Event description:
The pt stated that she is taking a new steroid and her blood glucose elevated to 548 mg/dl. She stated that she felt weak and thirsty when her blood glucose was elevated. She was able to bolus to lower her blood glucose. She stated that her normal blood glucose readings are anything under 200 mg/dl. The pt stated that the increase in her blood glucose is related to the new medication. She stated that she consulted with her physician and he recommended that she not change any of her basal rates. Upon follow up the pt stated that she was doing "fine". The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.